Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficulty to remove suture was not confirmed as the suture was not returned for analysis. Production record and corrective and preventive actions (CAPA) review were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, the investigation determined that the reported issue and subsequent treatment appear to be related to circumstances of the procedure. In this case, the device was reported to be difficult to remove due to tangled suture. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 16f sheath hole prior to a left atrial appendage occlusion (laao) interventional procedure. The suture of two prostyle devices were successfully pre-placed. Reportedly, the second device was unable to come out after closing the foot during removal due to a tangled suture. The foot was reopened and reclosed then the device was successfully removed. The laao procedure was completed using the same 16f sheath. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.